Event description:
A customer contacted beckman coulter inc. (Bci) to report a unicel dxc 600 pro instrument's dripping reagent probe. The customer was wearing personal protective equipment (ppe). No reports of death or injury have been reported in connection with this event.

Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse checked reagent a probe for dripping issue and found that it was leaking from the collar wash port. Fse replaced collar wash and trimmed tubing lines, which resolved the issue. Fse performed alignments and ran qc. Customer was advised to contact bci if sample results were affected. As of (B)(4) 2011, there is no further contact from the customer.